Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective ps3 power supply that was removed and replaced. The system was tested and found to functioning as intended and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy system had vertical lift column failure.